Event description:
New information received notes that the lead was capped and replaced. Patient condition is well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead exhibited increased hv lead impedance. Programming changes were done. Dft testing will be performed at a later date. Lead remains implanted.